Event description:
A peritoneal dialysis (pd) pt reported during drain 3 of 4 his cycler alarmed for an air detected in cassette warning that he unable to get past. Once treatment was canceled the pt found fluid leaking into the pump heads. He was advised to discontinue treatment and contact his pd nurse. He reported he would complete treatment manually. The set was discarded and not made available for eval. During f/u, the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported as this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec. The complaint sample was not available for eval to confirm the alleged product malfunction. Therefore the complaint was deemed as not confirmed.